Event description:
Customer reported an issue with incorrect pump time settings. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time, and the customer was advised to monitor the situation and follow up if the time discrepancy reoccurs.